Event description:
It was reported that pump displayed malfunction alarm code 24 that could not be reset, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status and shipping details, provided instructions for placing pump into storage mode, and instructed customer to return problematic pump within 10 days using prepaid materials; technical support sent replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.